Event description:
A pixel issue was reported on the display of the customer's pump, which affected their ability to interact with the device and read the screen. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a pump replacement, and the customer decided to continue using the current pump until the replacement arrived.